Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable pump and was not receiving therapy. It was reported that the patient was concerned that there was battery acid going through her body and she did not know about it. It was noted that the patient had not had a pill in 3 months and was hurting. Additionally, it was stated that the patient would fall. The event date was unknown. No symptoms were reported.

Event description:
Additional information received from a healthcare professional reported it was unknown when asked to clarify battery acid going through patient's body, it was unknown as to when the patient first started experiencing the battery acid going through body, was unknown what symptoms patient was experiencing, was unknown what troubleshooting or actions/interventions were taken to resolve the battery acid going through body, was unknown what the cause of the battery acid going through body was, and it was unknown as to if the battery acid going through patient's body had been resolved. Healthcare professional noted a possible pump explant in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.